Event description:
It was reported that the non-pacer dependent patient presented to the clinic for follow-up; it was noted that many episodes of auto mode switch, pacemaker-mediated tachycardia, and hvr were due to noise oversensing on the atrial and ventricular channels of the pulse generator. It was also noted that electromagnetic interference was not the cause of the noise oversensing. It was further noted that the cause of the issue was due to malfunctions on competitor leads. The patient¿s condition was stable.